Event description:
It was reported that an implanted spinal cord stimulation (scs) system, including an intellis implantable neurostimulator and vectris leads, was no longer being used because the patient reported the scs was not effective for pain and the patient wanted magnetic resonance imaging (MRI) access. The patient reportedly needed/planned an MRI for an unknown reason and did not want to continue recharging the neurostimulator to maintain MRI conditional use, as the MRI facility required the scs to be placed in MRI mode for imaging. A complete explant of the scs system (neurostimulator and leads) was performed. During the explant procedure, the surgeon reportedly had difficulty locating the anchor and the leads, which required an additional incision and deeper exploration of the wound. No troubleshooting was performed. The issue was reported as resolved, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.